Manufacturer narrative:
Visual inspection and functional testing could not be performed because the device in question was not returned for evaluation. Thus, the complaint could not be verified, nor could a root cause be determined with confidence. A review of the device history records and quality records associated with this manufactured lot confirmed that no additional complaints have been filed and that no abnormalities were reported with this product during manufacture. There are no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
Healthcare professional was performing an acl reconstruction. The knee was flexed up after a 45 degrees pilot hole was made, anterior, medial, and portal. The clancy single piece guide was then inserted in the joint and flexible passing pin was passed through the guide. Healthcare professional attempted to drill cortex to cortex and the passing pin broke 20/30mm in. Healthcare professional was able to retrieve the broken pin and continued with another one. No injury to the patient. No other complications were noted.